Event description:
Customer called stating that her urine is positive for glucose, but her meter reports all normal results. After further troubleshooting, it was determined that the meter was reporting results in mmol/l instead of mg/dl. The meter was adjusted to the proper units.